Event description:
It was reported that a pt experienced redness and irritation of the palate after placement of a denture fashioned using lucitone 199 material; the denture was relined using lucisoft denture relining material. No intervention was required as a result.

Manufacturer narrative:
While it is unk if the lucitone 199 used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803.